Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment(slda)appears to be related to the patient morphology/pathology due to posterior leaflet prolapse with flail. The reported worsening mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mr with a grade of 4+. One clip was implanted, reducing the mr to 2+. On (B)(6) 2017, during a follow up visit, echocardiogram was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 3-4+. The patient is stable. Additional treatment for the patient is likely, however there is no scheduled date for additional treatment. No additional information was provided.